Event description:
Customer called to report the pump's reservoir was cracked. Also stated that 3 reservoirs from the same box were scratched. Customer was filling up these reservoirs and the insulin was leaking.